Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "doctor was implanting screws into plate with the torque limiter and the end of the screwdriver bit broke off in screw head." Additionally reported: the screwdriver bit was removed from the screw head. Case was completed without issues using a regular screwdriver.

Event description:
As reported: "doctor was implanting screws into plate with the torque limiter and the end of the screwdriver bit broke off in screw head." Additionally reported: the screwdriver bit was removed from the screw head. Case was completed without issues using a regular screwdriver.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the tip of the returned screwdriver blade is indeed completely broken / torqued off during screw insertion. Some cracks which are clearly evident indicating that high applied forces led to a strain hardening / embrittlement of the material which finally resulted in the breakage (over time). Some residues are clearly evident. Therefore we determine that the root cause of the failure was due to repeated powerful dynamically overload during use over the years (wear and tear). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by high mechanical force during screw insertion (over the years in use). If any further information is provided, the investigation report will be updated.